Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform (serial (B)(4)) intermittently does or doesn't power on with several fully charged autopulse li-ion batteries. Also, the autopulse lcd sometimes just flickers or stays completely blank. The batteries do functions as intended on another autopulse platform. No patient involvement.